Event description:
The dentist reported the locator abutment fractured.

Manufacturer narrative:
This device was discarded by the dentist and will not be returned.

Manufacturer narrative:
The investigator was unable to confirm the reported event as the product was not returned. No lot number was provided; therefore, device history record and complaint history reviews could not be completed. No definitive root cause has been determined.(B)(4)